Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fluid leak is confirmed but the exact cause remains unknown. One video sample of a powerpicc catheter purple extension leg was provided for evaluation. A valved luer cap is attached to the purple catheter hub and is being infused with a syringe. The clear fluid is observed to leak at the interface between the luer cap and catheter hub. No apparent evidence of damage could be seen in the video. The characteristics of the components could not be inspected due to the lack of a returned physical sample. Based on the information provided, possible contributing factors include damaged luer connector or damaged syringe. Since the issue causing the leak could not be determined, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter shows leakage in the luer lock connection region. The connector has already been replaced and the leak persists. 02/09/2023: add info received. It was reported by the customer patient treatment was chemotherapy. There was no exposure of blood or chemotherapy to mucous membranes or skin. There was no need for medical or surgical intervention. There was no patient harm reported. Another catheter was not inserted.

Manufacturer narrative:
A batch history review (bhr) of regq4696 showed no other similar product complaint(s) from this batch number.